Event description:
In 2006, the lay user/reporter (patient's mother) contacted lifescan alleging that the patient's one touch ultra was reading inaccurately high compared to feelings. The medical affairs specialist (mas) spoke with the reporter four days later to obtain/verify the following information. On event day (6:45am), the patient was asymptomatic when she got a "172 mg/dl," took 7 units of novolog based on her sliding scale, and then ate her usual breakfast. Around 11:20am before lunch, the patient got a "126 mg/dl" on her meter and "minutes" later, she passed out. A teacher gave the patient some juice and the patient regained consciousness in a few minutes. The emergency services arrived around 11:30am, and obtained the patient's blood glucose results of "124, 160, 145, and 141 mg/dl" on the reported meter. At 1:30pm, the reporter took the patient to the doctor. Her doctor was advised that the cause of the passing out was unclear since all her blood lab tests came back normal; however, the patient was diagnosed with a "slight" ear infection and was prescribed antibiotics. The patient did not receive any medical treatment for her blood glucose levels. The customer care advocate verified that the meter was set up correctly, the test strips were within discard date, and an approved sample source (finger) was used; however, the puncture site was not cleaned prior to testing (use error). During troubleshooting, the cca discovered use error, which can contribute to inaccurate meter readings. However, this complaint is being reported because the patient obtained meter readings that do not appear to correlate with the reported symptoms even though the diagnosis is unknown. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evauation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.